Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on (B)(6) 2018. (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced magnet retention issue. Subsequently, the patient underwent revision surgery on (B)(6) 2018, in order to convert the patient to a subcutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture.